Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's re-implant procedure, the physician noticed fluid discharge coming from the previous scs ipg pocket site. The patient had been previously explanted of her scs system (reference mdrs # 1627487-2017-05165, 1627487-2017-05168, 1627487-2017-05170 and 627487-2017-05173). The physician continued with the implant procedure but placed the new ipg on the left flank instead of the previous existing pocket on the right side. No further information was available at this time.

Event description:
Follow up information received identified cultures taken were (B)(6) for infection and, the patient was healing and doing well.